Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 03.632.036. Synthes lot # h631244. Supplier lot # h631244. Release to warehouse date: 06 sep 2018. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a posterior spinal fusion, the matrix driver sleeve was jamming when removing the screw with two or three threads still threaded in the bone screw head. The screw was not loaded straight on the driver and was attempted to advance the sleeve either forward or backward without any movement. After the procedure ended, the bone screw was removed from the driver and after the threads was inspected, it appeared striped. Then the surgeon used a new screw and attempted to thread the driver sleeve into the bone screw. It jammed approximately 3/4 of the way threaded. When the surgeon went to remove the sleeve from the bone screw, the threads again jammed with approximately 1/4 of the threads to go. There was no surgical delay. The procedure was successfully completed. There was no patient consequences. This report is for one (1) holding sleeve-long for matrix this is report 1 of 3 for (B)(4).